Manufacturer narrative:
Despite multiple requests for its return, this lead was never received back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that when this right atrial (ra) lead was connected to a device during an implant procedure, it exhibited a high out of range pacing impedance measurement of greater than 3000 ohms as well as oversensing of noise. The ra lead was disconnected from the device and tested with a pacing system analyzer where a high impedance measurement and noise was still observed. The physician decided to remove and replace the ra lead prior to pocket closure. The ra lead was never in service and there were no adverse patient effects were reported.